Manufacturer narrative:
(B)(4).

Event description:
On around (B)(6) 2016, a gore-tex® suture was used in the av graft surgery. During suturing, the physician noticed the tip of the needle broke off and fell in the patient. The broken needle was removed from the patient. The procedure was concluded with another suture. There was no health hazard reported.